Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. A partial lead was returned in two pieces for analysis. Failure event observed during analysis. Final analysis found external insulation abraded at 27.2 cm to 27.7cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.